Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus was unable to be confirmed through this evaluation as no images were submitted for review, and the device remains in use. Review of the submitted log file confirmed the reported elevation in pump power and low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported fall could not be conclusively established through this evaluation. The submitted log file contained events from 31jul2025 through 05sep2025. Elevations in pump power and flow were captured between (B)(6) 2025. These elevations were captured during pulsatility index (pi) events. Additionally, low flow hazard alarms were captured on (B)(6) 2025. No other notable events were observed, and the pump appeared to function as intended for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, (B)(6), until they passed away due to cardiogenic shock as reported under MFR #: 2916596-2025-06144. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿heartmate touch communication,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Section 6 of the IFU also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted. There were no known driveline fractures or shorts, but there was potential for thrombus ingestion. Log files captured a transient elevated pump power back in early august at 10.3 watts. More recently, several low flow events were noted on (B)(6) 2025 at 0709 until 1041. No further low flow events were noted in the log files, and also did not reflect what it would seem if thrombus were suspected.